Event description:
Penumbra neuron 053 delivery catheter was flushed with water before use on a patient. The catheter was noticed to be leaking at the connector and the connector was noted to be broken. System was not used in the patient.

Manufacturer narrative:
Results code 100: the catheter hub is cracked. Conclusion: the complaint has been evaluated. The complaint indicates that during preparation the connector/hub was noticed leaking. If an accessory that connects to the connector/hub is over tightened, damage such as a crack in the plastic material may occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.